Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. MFR name: boston scientific corporation (B)(4). Complaint source: literature: doeing, diana c., aliya n. Husain, edward t. Naureckas, steven r. White, douglas k. Hogarth. "Bronchial thermoplasty failure in severe persistent asthma: a case report." Journal of asthma (2013) informa healthcare. Web. 14 may 2013. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
Boston scientific corporation became aware of a bronchial thermoplasty procedure performed with an alair bt catheter through an article published in the journal of asthma entitled "bronchial thermoplasty failure in severe persistent asthma: a case study". According to the complainant, the patient had severe persistent asthma that was poorly controlled. On (B)(6) 2012, the patient underwent her second bronchial thermoplasty procedure to the left lower lobe of the lung. There were no immediate complications and the patient was discharged the same day. However, two days following the procedure, the patient experienced an exacerbation of her asthma requiring hospitalization for two days in the general medicine ward. The patient improved following treatment with intravenous corticosteroids and nebulized albuterol.